Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h6, h10. The customer performs their own service on pumps and has not responded to requests for information regarding evaluation and repair of the device. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
The customer has not requested service. Additional information has been requested. A supplemental report will be submitted when this information is provided. The full name of the initial reporter is (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a gas gain, gas loss and autofill failure. The iabp was swapped for another. The customer swapped the pump out and within an hour a gas gain occurred again with the second iabp followed a couple of hours later. No patient harm, serious injury or adverse event was initially reported. It was later reported that the patient was moved to another unit the same day where he later expired. Report is for 2nd iabp, the first was reported on MFR report # 2249723-2021-00315. Iab complaint created.